Manufacturer narrative:
The complaint of an external break in the extension tubing is confirmed, user-related. The damage found on the complaint sample indicates the failure occurred as a result of stretching the extension tubing beyond its elastic limits. The product IFU gives graphic and illustrated instructions on proper placement and maintenance procedures. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the manufacturing process. The venous extension tubing was not returned for evaluation.

Event description:
It was reported by the nephrologist that the pt pulled on his catheter and the extension leg broke.